Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a patient in the intensive care unit. During insertion into the patient's vessel, the catheter over the needle sheared the patient's vein because blood was squirting all over. They held pressure on the vessel and were able to stop the bleeding. As a result, they inserted a new art line in the patient's opposite arm the catheter over the needle broke where the hub and catheter body meet, but did not completely separate and remained in-tact.